Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2005; h601h35 heart ring, implanted (B)(6) 1991-11-01.

Event description:
It was reported by the patient that they had the device replaced and hemorrhoid surgery; one done in the morning and one done in the afternoon. The patient stated that they "almost bled to death". Now, the patient states that a "wire is sticking out and it hurts". The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.